Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns pt had high lead impedance readings at an office visit on (B) (6)2005, and the reporter suspected a lead malfunction. The pt was also having painful stimulation at the vns generator site, and also increased seizures. The seizure increase was felt to be due to a medication change. X-rays were received and reviewed which did not reveal any anomalies, and the lead pin was fully inserted into the generator header. Attempts for further info from the reporter are in progress.